Event description:
The patient received two leads with the same lot number. It was reported surgical intervention was undertaken on (B)(6) 2014 during which time the entire scs system was explanted. Reportedly, the lead was bent and had migrated.

Manufacturer narrative:
(B)(4).